Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized with diabetes ketoacidosis and high blood glucose of 380mg/dl. The mother stated that the customer was throwing up at the school and she was taken to the hospital. The customer passed out in the hospital restroom. The mother stated that her admission was due to insulin pump issues. The customer was overnight, then she put herself on the device and she was released. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and had passed all functional testing. After testing, it was concluded that the device operated within specifications.